Event description:
The customer reported that during a procedure, the jaws of the device could not be reopened while applied to patient tissue. It is unknown how the device was removed from the patient tissue. There was no unanticipated blood loss or tissue damage as a result of this incident, and no harm to the patient.

Manufacturer narrative:
(B)(4). One used device was returned and evaluated. Visual inspection found no defects. There was some tissue in the device jaws, but the jaws were not stuck shut. The jaws opened and closed normally when the handle was activated. Functional testing was performed on simulated tissue. All seal cycles completed satisfactorily and a visual seal effect was observed. The jaws did not stick to or lock onto the simulated tissue, and the device reopened without difficulty after sealing. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.